Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool smarttouch sf and during radiofrequency (rf) delivery, the physician heard a pop. She found some char on the tip of the catheter, and the catheter was not able to flush properly. The procedure was delayed due to this event and then successfully completed.

Manufacturer narrative:
On 12-mar-2026, additional event information was received indicating the char was located on the tip of the electrode. The system did not present any error messages; no product problems. The generator was a smartablate, the ablation mode was the one for thermocool smarttouch sf catheters. The correct catheter settings were selected on the generator. There were no issues with flow rate change at temperature threshold 40°c, impedance threshold 50-250 ohm. Noted power was 35w, impedance 120 ohm, temperature 27°c. Before the pop event, there was no issue related to temperature, impedance, power. The activated clotting time (act) value was established by the physician (> 300) and was checked by herself. Ablation duration was not greater than 60 seconds. Force was maintained between 3-15 grams. Heparinized normal saline used as the irrigation fluid. To resolve the issue the physician wanted to change the catheter immediately. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-apr-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).